Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The complaint device was returned for evaluation. While the customer did not report a specific issue, it was determined that channels 1 and 2 were not working. The printed circuit board (pcb) needed to be replaced due to damage to the stim port. Based on evaluation, the 'most likely' cause of the event is a fault in the patient interface printed circuit board (pcb).

Event description:
It was reported that a patient interface was broken. There was no reported patient impact.